Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report#1627487-2016-06285. Follow-up identified surgical intervention was undertaken during which time the leads were explanted and replaced with new models. Effective therapy was achieved postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Referencing MFR report#1627487-2016-06285. The patient reported therapy is no longer effective in the targeted pain pattern. Reportedly, the lead was determined to be fractured. As a result, surgical intervention may be undertaken as the next course of action to address the issue.